Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 500p from heartsine technologies, belfast on 27th october 2014. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed successfully on (B)(6) 2014 and that it had performed to specification up to the (B)(6) 2017. After (B)(6) 2017 the device records a self-test fail during a manual power cycle, due to a real-time clock error. The user would have been alerted with a "warning device service required" prompt and a flashing red status led. On receipt the pad clock failed to increment and display the correct time and date, confirming the fault shown in the history log. The device was disassembled to investigate. On visual inspection the coin cell battery on the circuit board was found to be damaged, with one leg broken away from the main body of the battery. After further investigation it was found that the fault was caused by a defective coin cell battery resulting in real time clock failure. The device had given the reported 'device service required' prompt due to a real-time clock failure caused by a defective coin cell. The broken coin battery had also caused no flashing status led. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device service required.